Event description:
Stent was implanted in the internal carotid artery. Upon deployment the stent was noted to have an irregular stent pattern, a rough edge and what appeared to be a hole in the stent. Post dilation was done and a post shot showed that the stent appearance was unchanged. The accunet recovery system was advanced to retreive the accunet filter basket, however, it became caught in the stent. It was then noted that the stent appeared to have something in the lumen, possibly a fractured spine or a stent strut. Another acculink stent was attempted to be deployed in the previously implanted stent; however, it would not cross the stent. Finally, another company's stent was deployed in the proximal section of the acculink. It was then possible to advance the accunet recovery system and the accunet filter basket was successfully removed with no further problems. Reportedly, the patient is fine.